Manufacturer narrative:
(B)(4). Device has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: october 9, 2015 ¿ expiry date: september 30, 2024. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complaint number no manufacturing related issue was identified and/or confirmed. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent an intramedullary nailing procedure of the tibia with ankle arthrodesis on (B)(6) 2016. During this procedure, suprapatellar instrumentation was used. Towards the end of the procedure, as the surgeon attempted to disconnect the connecting screw from the nail, an unusual amount of force/torque with an 8mm screwdriver and a cannulated shaft was required to disconnect the two (2) devices. As a result, the threads of the screw became damaged (cross-threaded). The procedure was completed with a reported three (3) minute delay. On the post-operative x-rays, the surgeon noted that the top of the nail was slightly deformed where the connecting screw attaches. The surgeon indicated that there are no plans to perform any revision procedures at this time. The patient's surgical outcome was satisfactory. This report is 2 of 2 for com-(B)(4).